Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. As noted in event, during the evaluation it was discovered that the motor of the filter unit was not properly secured and was not properly running the filter, causing the reported front panel failure. Consequently, while inspecting the device, an e112 (filter) error code was noted whenever the unit was connected to a processor. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
While inspecting an olympus loaner visera elite ii xenon light source device, it was discovered that the front panel was experiencing a lighting failure. This did not occur during a procedure and had no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: g2. Based on the results of the legal manufacturer's investigation, the phenomenon ¿front panel was blinking (due to not drive the ir filter to run)¿ occurred due to the following reasons: the motor of the filter unit was not firmly secured. It forcibly fell off because the filter unit swayed while it was switched to special light, resulting in no rotation drive of the filter unit. It was determined that some kind of external force was likely applied to the subject device between the product shipment and the occurrence of this phenomenon. Error code e112 is an error code indicating abnormal turret of an external light source device, and it is displayed when a malfunction occurs in an external light source device. The possibility of this phenomenon occurring was likely because the device was affected by the above phenomenon. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.